Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm alleged event. As per reporter patient underwent a revision procedure due to malplacement of device, no allegation of product malfunction. Labeling review: "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants...". "...fluoroscopy should be used to verify xlif slides are positioned properly...". "...under a/p fluoroscopy, the trial is gently impacted into the disc space until centered to determine the desired implant size (fig. 55). Proper anterior/posterior position is verified using lateral fluoroscopy (fig. 56)...".

Event description:
On (B)(6) 2018 patient underwent an extreme lateral interbody fusion procedure with no reported issues. On (B)(6) 2018 patient underwent a revision procedure due to hardware malposition. No other information provided.